Event description:
It was reported that the patient experienced urethral atrophy with this artificial urinary sphincter (aus). A surgical procedure was performed during which the aus was removed and replaced with a new one. No further patient complications were reported.